Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The patient reported via the manufacturer representative that their stimulator was not working. The manufacturer representative was able to check the battery and run electrode impedances. It was determined that the 0-7 lead had impedance readings of greater than 10,000 ohms and was the only lead that contained programming. The reason for the issues were claimed by the patient to be because they were in prison and were "beaten in the back." They performed reprogramming and were getting good stimulation coverage. It was discussed there was no need for revision because the patient was getting good coverage and the other lead was working fine. It was noted that the 0-7 lead may be replaced when the primary cell battery runs out but this was not confirmed. The indication for use was for lumbar radiculopathy.